Event description:
The customer reported being hospitalized, following unspecified low blood glucose levels and a vehicular accident in which he was the driver. Leading up to the hospitalization, the patient was found by police, slumped over his steering wheel, circling a church parking lot and police cars were placed around his car to stop it. The customer is unsure of his blood glucose levels at the time of the event but thinks it was 30 mg/dl. It was also reported that the customer's insulin pump is physically damaged with hairline cracks on the body of the pump and a motor error alarm occurred during priming. The customer stated that the pump had been dropped at some point. In addition, the insulin pump was posited to have been in the customer's pocket while an x-ray of his foot was taken on (B)(6) 2014. The customer was advised to discontinue use of the pump and revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.